Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final.

Event description:
Procedure performed: unk. Event description: MDR report number (B)(4): edge of kii balloon blunt tip system broke off during surgery. Type of intervention: na. Patient status: unk.